Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system failed all vectors during implant due to low amplitude. In addition, arrhythmia induction was not successful after two attempts, so a 10 joules test shock was delivered. The system impedance was observed at 35 ohms, which is considered low within normal limits. X-ray was performed to check the system position and the device was placed further caudally to reach as much of the myocardium as possible. Technical services (ts) provided troubleshooting suggestions. The s-ICD system remains in service. No additional adverse patient effects were reported.